Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a one-link needle free IV connector in which a blood reflux was observed in a peripherally inserted central catheter (PICC) line with an extension set and onelink. According to the report, the "oncology patients have (B)(4) added to their piccs to give them more mobility." The nurse was able to unblock the line and therapy continued. There were no reports of patient injury, adverse events, or medical intervention related to this report. No additional information is available.

Manufacturer narrative:
(B)(4). A customer sent in four (4) actual samples for an evaluation. A visual inspection was performed on the samples. Functional testing was performed to test for occlusion by flushing 10 cc of saline using normal thumb pressure and no occlusion was observed. A reflux of -5.31 microliters was observed when fully attaching and detaching using a 3ml bd luer lock syringe. This is within the acceptable specification of < 15 microliters. A slit visual inspection was also performed and this sample was found to open with minimal attachment. Therefore, reported condition could not be confirmed and the root cause could not be determined.